Manufacturer narrative:
Initial.

Event description:
It was reported that a user¿s freestyle libre 3 plus sensor failed to pair with the system despite multiple attempts, consistent with intermittent communication failure associated with the antenna and electrical/magnetic components; the user was instructed to try the toggle method again and to replace the sensor if necessary. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between components, aligning with intermittent communication failure and involvement of the antenna and electrical/magnetic elements. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.